Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms. This device remains in service. No adverse patient effects were reported.